Event description:
It was reported that there were lines going through the images on the 9600 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem could not be duplicated. Explained the operation and indications of the leaf collimator (impact on image) and the effects of imaging with the laser aimer. The system was tested and found to be working as intended.